Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0vr0e, implanted: (B)(6) 2015, product type: lead, other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the old lead was removed, and a part of it remained implanted in the patient, as it broke upon removal. The old battery was removed as well. There were no patient symptoms or further complications reported at this time.